Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted during testing. The insulin pump was received with cracked reservoir tube near reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 269 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.